Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4 months following the implant of a transcatheter valve, the valve failed due to mode rate-severe aortic insufficiency. It was further reported that following this, the patient died due to an unknown reason.

Event description:
It was reported that approximately 5 years and 4 months following the implant of a transcatheter valve, the valve failed due to mode rate-severe aortic insufficiency. It was further reported that following this, the patient died due to an unknown reason. Additional information was received indicating that no treatment or intervention was performed for the failed valve. According to the physician, the cause of death was due to multiple factors. The physician explained that the patient was discharged from the hospital to be readmitted for tavr (transcatheter aortic valve replacement), but during the discharge, the patient went to the emergency department with an abdominal bleed. The physician then specified that the patient had a splenic bleed and coils were placed. Additionally, the physician indicated that the valve cannot be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated data: b2. Date of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three (3) video clips were provided. No dicom images provided. Mobile echogenic structure seen inside evolut frame, possible tissue/mass/thrombus. Severe central aortic insufficiency with continuous flow. The cfd scale was set to 47.6 cm/s. (The american society of echocardiography recommends the cfd scale to be set 50-70 cm/s.) Mitral regurgitation noted. Updated data: h2 h3 h6 corrected data: e4 - email address corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 4 months following the implant of a transcatheter valve, the valve failed due to mode rate-severe aortic insufficiency. It was further reported that following this, the patient died due to an unknown reason. Additional information was received indicating that no treatment or intervention was performed for the failed valve. According to the physician, the cause of death was due to multiple factors. The physician explained that the patient was discharged from the hospital to be readmitted for tavr (transcatheter aortic valve replacement), but during the discharge, the patient went to the emergency department with an abdominal bleed. The physician then specified that the patient had a splenic bleed and coils were placed. Additionally, the physician indicated that the valve cannot be excluded as a contributing cause to the death.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.